Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose reading was over 176 mg/dl while her sensor glucose reading was 55 mg/dl. The customer stated that none of the sensors in the second box lasted longer than 3 days. The customer stated that the sensors kept saying she was low when she was not. The customer was unable to troubleshoot because the issues were past events.